Event description:
(B)(6) advia centaur (B)(6) results were obtained on two pt samples. Both the pt samples were (B)(6) for (B)(6) on the advia centaur. The laboratory practice is to confirm (B)(6) samples with the (B)(6) assay. The customer repeated testing for the pt samples on a different method and the results for (B)(6) were (B)(6). The results for the (B)(6) assay were not reported to the physician. Pt treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant (B)(6) results.

Manufacturer narrative:
(B)(4). Baxter medical assessment: while it appears that there were no negative consequences for the patient, the floseal irrigation was not possible because the product solidified and had to be removed by sharp dissection. This is the result of a user error: too slow application and/or approximation or even no approximation of the applied product at all. If this event were to reoccur, the sharp dissection of the product adhering to tissue the occurrence of potential tissue injury and functional impairments cannot be excluded. In case of a confirmed user error, surgeon will require documented retraining on the correct application of floseal. (B)(4). There is no suspected malfunction of the device. This case is being reported as a malfunction to facilitate reporting, as if the use error were to reoccur then it may cause or contribute to an event in the future. A follow-up submission will be completed after receipt and review of the follow-up information received.

Manufacturer narrative:
(B)(4). Retraining of the surgeon regarding proper application technique has been performed.

Event description:
This is a spontaneous report received from the hospital (unk) to baxter (B)(4). Reportedly, they couldn't remove the excess of floseal (code 1501510, batch ha100325) by irrigation because the product had solidified. The excess had to be removed with a scalpel. Additional information is still pending. There is no suspected malfunction of the device. This case is being reported as a malfunction to facilitate reporting, as if the use error were to reoccur then it may cause or contribute to an event in the future.